Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: (B)(4): no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code (B)(6): other used for ¿exposed mesh¿ and ¿debridement¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Patient information: medical history: smoker. -(B)(6) 2011: ¿30-pack year history, quit 5 years ago.¿ obesity. - (B)(6) 2008: ¿significant weight gain.¿ - (B)(6) 2008: 244.86 lbs. 9/06: aortic dissection, acute renal failure with hemodialysis, bowel ischemia, respiratory failure. Large incisional hernia (30cm x 18cm) involving most of abdominal wall. Vancomycin resistant enterococci [vre] infection. (B)(6) 2008: gastrointestinal bleed, ventral hernia. Gastroesophageal reflux.. (B)(6) 2011: transverse arch and descending thoracic aneurysm. Surgical procedures: 2006: aortic arch aneurysm repair, replacement of ascending aorta with graft, exploratory laparotomy, closure of gastric perforation. 2006: emergent fenestration of dissection with placement of stent across fenestration in vicinity of abdominal visceral branches. 2006: bowel resection and open abdomen. (B)(6) 2008: repair of incisional hernia with dualmesh. Component separation procedure. Implant: gore® dualmesh® plus biomaterial x 2. (B)(6) 2008: debridement of abdominal wall. Removal of duomesh. Ventral hernia repair with alloderm and vacuum-assisted closure wound placement. (B)(6) 2011: replacement of transverse arch and proximal one-half of descending aorta with coronary artery bypass x2 through extended left thoracotomy. Implant #1 and #2 preoperative complaints: (B)(6) 2008: ¿large ventral hernia status post thoracoabdominal dissection repair. Has fully recovered. No longer has gastric tube. Has gained significant amount of weight since surgery. Off hemodialysis for 1 year. Presented requesting repair of large incisional abdominal hernia. States this is uncomfortable and when he lies flat, he feels like he cannot breathe due to the hernia. Also complains of lower back pain. Past medical history: gi bleed, vre [vancomycin-resistant enterococci] in the blood. Abdominal exam: well-healed sternotomy incision. At very inferior aspect of incision, he has a very tiny edge of granulation tissue that has been present since his surgery and has small amount of drainage. Has well-healed abdominal incision. Has very large incisional hernia that encompasses most of the surface area.¿ (B)(6) 2008: operative indication: underwent emergent thoracoabdominal aortic dissection repair several months [sic] - years] ago. Miraculously he survived that surgery and recovered, through his postop course was rocky and complicated by respiratory failure as well as renal failure. He was on dialysis for some time. He has since recovered fully from that operation and has been doing well. He presented to general surgery clinic for evaluation of a large incisional hernia involving most of his abdominal wall. His hernia was much too large to repair laparoscopically. We discussed the risks and benefits of incisional hernia repair with mesh in detail.¿ implant #1 and #2 procedure: repair of incisional hernia with dualmesh. Component separation procedure. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/05452288, 20cm x 30cm x 1 mm thick and gore® dualmesh® plus biomaterial, 1dlmcp07/05452293, 20cm x 30cm x 1 mm thick]. Implant #1 and #2 date: (B)(6) 2008 [hospitalization (B)(6) 2008. Description of hernia being treated: ¿at the very superior aspect of his old abdominal incision, he had an area of granulation tissue. This was present at the tip of his sternum. This was excised and more granulation was found, though no pus was found. Because this did not appear infected, just appeared to be a chronic granulation tract, we elected to proceed with his operation. A longitudinal incision was made down the midline of the abdomen. We were very careful to avoid damage to the bowel directly underneath his hernia. The abdominal cavity was entered. We located the edges of the fascia on both sides of his abdomen. His hernia defect was approximately 30 x 18 cm. Using kochers to retract the fascia edge medially and pickups with teeth to retract the skin superiorly, skin flaps were made from the midline back beyond to the mid axillary line on both sides. Our hope was to be able to close the fascia on top of the dualmesh. To accomplish this, we elected to proceed with component separation. The bovie was used to score the external oblique fascia just lateral of the rectus muscle on both sides from approximately 5 cm cephalad to the costal margin down to beyond the arcuate line. This was done on both sides. We then also excised the posterior rectus sheath along its entire length on both sides. This allowed for some distance of the fascia to be moved medially.¿ implant size and fixation: ¿we needed 2 pieces of dualmesh 20 x 30 cm in diameter to close this abdominal wall defect. These 2 pieces were sewn together using a #1 prolene. We then rounded off the edges by trimming the mesh and also had to cut the most inferior aspect of the mesh by trimming it approximately 5 cm. We positioned our mesh and we were satisfied with its size and coverage of the hernia defect. We placed the mesh in an underlay position beneath the fascia and sutured to the abdominal wall using interrupted #1 prolene sutures. Once all the sutures were placed these were pulled tightly and we were satisfied that there was not a great deal of tension on this repair. The prolene sutures were tied down in all directions. We also had realized at this time that even though we had performed component separation, our fascia was not going to close over this mesh. Four #19 jp drains were placed, 2 on each side, and these were placed under the skin flaps on top of the mesh. The hernia sac was closed over the mesh with interrupted #1 pds suture. This suture was run from the cephalad part of the incision down to the very inferior aspect of the incision. There appeared to be some extra skin after this last step and we excised some extra skin, incorporating his old scar. The skin edges were then brought together and stapled. Of note, the mesh was separated from the sternal wound by closing tissue between the 2 with the pds suture. The sternal wound was left open and a wet-to-dry dressing was placed in this wound.¿ ¿ post-operative period: [nine-day]: (B)(6) 2008: pathology: ¿gross description: received in a single formalin filled container labeled with the patient¿s name and ¿chest wound¿ and consists of four irregular white-tan tissue fragments ranging from 1.1 x 0.8 x 0.7 cm to 3.2 x 2 x 1.7 cm. One of the fragments is partially surfaced by white-tan, wrinkled, unoriented skin. Sectioning reveals a white-tan, firm and fibrous cut surface with no hemorrhage or necrosis. No skin lesions are grossly identified 2. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings.¿ (B)(6) 2008: ¿respiratory failure requiring continued mechanical ventilation due to hypoxia after surgery. Patient remains intubated. Will turn off propofol and attempt extubation today.¿ (B)(6) 2008: discharge summary: ¿did well throughout lengthy surgery. Was extubated postoperatively, but was reintubated in recovery room secondary to respiratory distress. This was felt to be secondary to airway obstruction and possible over-sedation, and not being awake yet enough from anesthetic. Extubated on postoperative day #1. Pain not well controlled with standard pca dosing, and he had very low lung volumes. Tried continuous infusion with patient controlled analgesia and this made him sleepier which only further decreased respiratory efforts. With respiratory therapy, ez pap and albuterol nebulizer treatments every 4 hours he was eventually able to be weaned to nasal cannula and went to the floor. He spent another week on regular floor recovering. Slowly made progress. Began to have productive sputum which grew out gram negative rods never officially identified on culture. Was started on antibiotics, white count normalized and he was able to be weaned to room air.¿ ¿abdomen: had 4 (B)(6) drains postoperatively with serosanguineous drainage. Skin flaps began to look erythematous with some purplish blistering along the incision. Was continued on linezolid given his history of vancomycin-resistant enterococcus. Erythema did decrease, but did not completely resolve by day of discharge. Staples left in place. (B)(6) drains discontinued day prior to discharge when output was low. It was felt this might also be contributing to skin erythema. Vac placed over chest wound which was pink and granulating with no exposed mesh throughout entire hospitalization. Day of discharge he was eating, more interactive and ambulating to bathroom on his own. Incision was intact with some erythema at inferior aspect and some purplish sloughing and blistering epidermis at the incision. Staples were in place. No pus from incision. Slight drainage from (B)(6) drain sites.¿ explant #1 and #2 preoperative complaints: (B)(6) 2008: ¿history and physical. Patient returned to clinic today complaining of increasing drainage out of his wound. Has had staples in since surgery and some improvement of drainage, but in past week has had increasing drainage-cloudy yellow fluid.¿ ¿small 1.5 cm open wound in subxiphoid area granulating well. Midline incision significant amount of necrotic tissue. This was debrided in the office which revealed purulent fluid as well as exposed mesh. All the tissue overlying the mesh was necrotic and had to be debrided revealing a defect in the midline wound. Remainder of staples were retained.¿ ¿will plan on surgery (B)(6) 2008 for debridement of abdominal wall and placement of vac if mesh appears to be intact without evidence of significant infection. However, if mesh appears to be compromised, will plan on replacing with either vicryl of biologic mesh such as alloderm or permacol.¿ (B)(6) 2008: ¿abdominal wall became erythematous and necrotic along the lower aspect of his midline incision. When the staples were removed in the clinic, he had exposure of the duomesh beneath. Over the past week the drainage had become more purulent and had a very strong odor to it. This wound was being managed with dressings, but this was felt to be inadequate. He was felt to require debridement of the abdominal wall with duomesh removal and placement of alloderm to reconstruct his abdominal wall.¿ explant #1 and #2 procedure: debridement of abdominal wall. Removal of ¿duomesh.¿ ventral hernia repair with alloderm and vacuum-assisted closure wound placement. Explant #1 and #2 date: (B)(6) 2008 [hospitalized (B)(6) 2008]. ¿the remaining staples of his midline incision were removed. The vac on his abdomen was removed, as well at the large dressing. There was an immediate, pungent, foul odor from the wound. The pus was wiped away. The abdomen was prepped and draped in the usual sterile fashion. We began by excising the old incision down the midline. Tissue was sent for culture and sensitivities. The abdominal wall flaps were elevated and the plane between the duomesh and the abdominal wall was dissected bluntly until the prolene sutures at the edges of the duomesh were identified. These were divided. The bowel beneath the mesh was actually protected by a layer of granulation tissue and individual loops of bowel were unable to be identified. There was just a large adherent mass of abdominal contents with granulation tissue. There was a small amount of pus that was encountered in the right upper quadrant within the rectus muscle. This was encountered after taking down the mesh in that area. A prolene suture in this area was found and removed. This small cavity was within the rectus muscle and the right upper quadrant was irrigated profusely and suctioned until no more pus could be extruded. This cavity was felt to track to approximately over the first costal margin rib. It was felt to be drained adequately. The old mesh was passed off the field¿ ¿we ended up using a 16 x 20 cm piece of alloderm and sutured this to a 16 x 12 cm piece of alloderm to cover the majority of the hernia defect. We used a small 6 x 12 cm piece of alloderm to reconstruct the most cephalad apex of the wound.¿ relevant medical information: (B)(6) 2008: wound culture: ¿4(+) many staphylococcus aureus (mrsa).¿ (B)(6) 2008: discharge summary: ¿wound cultures grew out methicillin resistant staphylococcus aureus and yeast later identified as candida albicans. Sensitivities for yeast were not available at time of discharge. Transitioned to oral antibiotics and fluconazole was added to regimen.¿ conclusion: implant #2 gore® dualmesh® plus biomaterial (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05452293. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for aortic dissection, aortic arch aneurysm repair, replacement of ascending aorta and exploratory laparotomy (2006), were not provided. On (B)(6) 2008: (B)(6) methodist hospital. (B)(6), md. Operative note. Pre/postop diagnosis: giant incisional hernia of the abdominal wall. Procedure: repair of incisional hernia with dualmesh. Component separation procedure. Indication: underwent emergent thoracoabdominal aortic dissection repair several months ago. Miraculously he survived that surgery and recovered, through his postop course was rocky and complicated by respiratory failure as well as renal failure. He was on dialysis for some time. He has since recovered fully from that operation and has been doing well. He presented to general surgery clinic for evaluation of a large incisional hernia involving most of his abdominal wall. His hernia was much too large to repair laparoscopically. We discussed the risks and benefits of incisional hernia repair with mesh in detail. His and his wife¿s questions were answered. They elected to proceed and he provided consent. Description of procedure: ¿the patient was brought to the operating room at methodist hospital and placed on the operating table in supine position. General anesthesia was induced without complication. Preoperative linezolid was administered as he has a history of vre. The abdomen was prepped and draped in the usual sterile fashion. At the very superior aspect of his old abdominal incision, he had an area of granulation tissue. This was present at the tip of his sternum. This was excised and more granulation was found, though no pus was found. Because this did not appear infected, just appeared to be a chronic granulation tract, we elected to proceed with his operation. A longitudinal incision was made down the midline of the abdomen. We were very careful to avoid damage to the bowel directly underneath his hernia. The abdominal cavity was entered. We located the edges of the fascia on both sides of his abdomen. His hernia defect was approximately 30 x 18 cm. Using kochers to retract the fascia edge medially and pickups with teeth to retract the skin superiorly, skin flaps were made from the midline back beyond to the mid axillary line on both sides. Our hope was to be able to close the fascia on top of the dualmesh. To accomplish this, we elected to proceed with component separation. The bovie was used to score the external oblique fascia just lateral of the rectus muscle on both sides from approximately 5 cm cephalad to the costal margin down to beyond the arcuate line. This was done on both sides. We then also excised the posterior recuts sheath along its entire length on both sides. This allowed for some distance of the fascia to be moved medially. We needed 2 pieces of dualmesh 20 x 30 cm in diameter to close this abdominal wall defect. These 2 pieces were sewn together using a #1 prolene. We then rounded off the edges by trimming the mesh and also had to cut the most inferior aspect of the mesh by trimming it approximately 5 cm. We positioned our mesh and we were satisfied with its size and coverage of the hernia defect. We placed the mesh in an underlay position beneath the fascia and sutured to the abdominal wall using interrupted #1 prolene sutures. Once all the sutures were placed these were pulled tightly and we were satisfied that there was not a great deal of tension on this repair. The prolene sutures were tied down in all directions. We also had realized at this time that even though we had performed component separation, our fascia was not going to close over this mesh. Four #19 jp drains were placed, 2 on each side, and these were placed under the skin flaps on top of the mesh. The hernia sac was closed over the mesh with interrupted #1 pds suture. This suture was run from the cephalad part of the incision down to the very inferior aspect of the incision. There appeared to be some extra skin after this last step and we excised some extra skin, incorporating his old scar. The skin edges were then brought together and stapled. Of note, the mesh was separated from the sternal wound by closing tissue between the 2 with the pds suture. The sternal wound was left open and a wet-to-dry dressing was placed in this wound. This completed our procedure. Our needle and sponge counts were correct. The abdomen was dried and dressings were placed in a routine fashion. The patient was awakened from anesthesia. He was transported on a t-tube to the recovery room.¿ on (B)(6) 2008: (B)(6) methodist hospital. Universal implant record. Description: patch sft tis 20 x 30 x 1. Lot #: 05452288. Manufacturer: gore. Expiration date: 2010-08. Size: 20 cm x 30 cm. Catalog #: 1dlmcp07. Implant site: abdomen. Quantity: 1. Description: patch sft tis 20 x 30 x 1. Lot #: 0542293. Manufacturer: gore. Expiration date: 2010-08. Size: 20 cm x 30 cm. Catalog #: 1dlmcp07. Implant site: abdomen. Quantity: 1. The records confirm two gore-tex® soft-tissue patches (1dlmcp07/05452288; 1dlmcp07/0542293) were implanted during the procedure. On (B)(6) 2008: (B)(6) methodist hospital. Specimens & culture. Surgical path ¿ chest wound. [Missing records: path report from chest wound was not provided.] On (B)(6) 2008: (B)(6) methodist hospital. (B)(6), md. Operative note. Pre/postop diagnoses: status post large ventral hernia repair with duomesh [sic]. Infected and exposed abdominal wall mesh. Procedures performed: debridement of abdominal wall. Removal of duomesh. Ventral hernia repair with alloderm and vacuum-assisted closure wound placement. Specimens: abdominal tissue culture. Indication: large incisional hernia that was repaired over a month ago with duomesh. Abdominal wall became erythematous and necrotic along the lower aspect of his midline incision. When the staples were removed in the clinic, he had exposure of the duomesh beneath. Over the past week the drainage had become more purulent and had a very strong odor to it. This wound was being managed with dressings, but this was felt to be inadequate. He was felt to require debridement of the abdominal wall with duomesh removal and placement of alloderm to reconstruct his abdominal wall. The risks and benefits of the procedure were explained to him and he elected to proceed and provided consent. Description of procedure: ¿the patient as brought to the operating room at methodist hospital and placed on the operating table in the supine position. General anesthesia was induced without complication. A time-out was performed to confirm the correct patient and the correct procedure. Preoperative antibiotics were administered. The remaining staples of his midline incision were removed. The vac on his abdomen was removed, as well at the large dressing. There was an immediate, pungent, foul odor from the wound. The pus was wiped away. The abdomen was prepped and draped in the usual sterile fashion. We began by excising the old incision down the midline. Tissue was sent for culture and sensitivities. The abdominal wall flaps were elevated and the plane between the duomesh and the abdominal wall was dissected bluntly until the prolene sutures at the edges of the duomesh were identified. These were divided. The bowel beneath the mesh was actually protected by a layer of granulation tissue and individual loops of bowel were unable to be identified. There was just a large adherent mass of abdominal contents with granulation tissue. There was a small amount of pus that was encountered in the right upper quadrant within the rectus muscle. This was encountered after taking down the mesh in that area. A prolene suture in this area was found and removed. This small cavity was within the rectus muscle and the right upper quadrant was irrigated profusely and suctioned until no more pus could be extruded. This cavity was felt to track to approximately over the first costal margin rib. It was felt to be drained adequately. The old mesh was passed off the field. We copiously irrigated the abdomen. Alloderm was requested. The largest piece was approximately 20 x 16 cm. Our abdominal defect was measured and was found to be approximately 20 x 30 cm. Additional pieces of alloderm were passed onto the field. They were soaked in saline prior to being used. We used #1 pds suture to place interrupted ties on the alloderm. We ended up using a 16 x 20 cm piece of alloderm and sutured this to a 16 x 12 cm piece of alloderm to cover the majority of the hernia defect. We used a small 6 x 12 cm piece of alloderm to reconstruct the most cephalad apex of the wound. The alloderm was sutured to the cephalad apex of the wound in a running fashion since this was right against the sternum and costal margins and there was no way to do full-thickness bites of the abdominal wall in this area. The remainder of the mesh was put into place using a technique of 15 blade skin incision, followed by a suture passer, grasping the tags on the mesh and pulling them through the abdominal wall. All the sutures were brought through in interrupted fashion and separated by hemostats. Once the entire mesh was in place, the most superior piece of alloderm and the larger piece of alloderm that were constructed were sutured together. All the remaining peripheral pds were tied down and cut such that the tags and the knots fell beneath the skin edge. This completed our alloderm placement. We then passed large and small vac wound systems onto the field. Both were used to cover the abdominal wall defect. The small skin incision holes were closed with dermabond. Mastisol was placed over the skin to aid with adherence of the vac system. The clear plastic was placed over the vac. The suction tubing was connected to the vac wound dressing. Suction was applied and this adequately decompressed the sponge and the wound. There [remainder of note not provided]. On (B)(6) 2008: (B)(6) methodist hospital. Specimens & cultures. Specimen collected: yes. Disposition: microbiology. General comments: a) abdominal wound culture. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] There is no information detailing the etiology of the infection. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: iuh methodist hospital. Laura e. Norton, md/ frank lloyd jr., md. History & physical. Anticipated admission: 02/11/08. Chief complaint: large ventral hernia status post thoracoabdominal dissection repair. Has fully recovered. No longer has gastric tube. Has gained significant amount of weight since surgery. Off hemodialysis for 1 year. Presented requesting repair of large incisional abdominal hernia. States this is uncomfortable and when he lies flat he feels like he cannot breathe due to the hernia. Also complains of lower back pain. Past medical history: gi bleed, vre [vancomycin-resistant enterococci] in the blood. Abdominal exam: well-healed sternotomy incision. At very inferior aspect of incision he has a very tiny edge of granulation tissue that has been present since his surgery and has small amount of drainage. Has well-healed abdominal incision. Has very large incisional hernia that encompasses most of the surface area. Abdomen contains bowel contents, soft. Assessment & plan: interested in having hernia fixed. On physical exam his nutrition has improved to the point where we would consider him a surgical candidate at this time. Understands risk of bleeding, infection, mesh infection, need for possible further surgeries, risk of seroma formation. (B)(6) 2008: iuh methodist hospital-clarian pathology lab. Jose bonnin, md. Pathology report. Accession #: s08-3830. Operative procedure: ventral hernia repair with mesh. Specimen received: chest wound. Final pathologic diagnosis: chest, wound, excision: dense fibrovascular adipose tissue. Foci of acute and chronic inflammation. Extensive ulceration. The examination of this case material and the preparation of this report were performed by the staff pathologist. Gross description: received in a single formalin filled container labeled with the patient¿s name, ¿lamphire, brian¿ and ¿chest wound¿ and consists of four irregular white-tan tissue fragments ranging from 1.1 x 0.8 x 0.7 cm to 3.2 x 2 x 1.7 cm. One of the fragments is partially surfaced by white-tan, wrinkled, unoriented skin. Sectioning reveals a white-tan, firm and fibrous cut surface with no hemorrhage or necrosis. No skin lesions are grossly identified. Representative sections of the largest fragment are submitted in cassette 1 with representative sections of the remaining smaller fragments in cassette 2. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings. (B)(6) 2008: iuh methodist hospital-clarian pathology lab. Jose bonnin, md. Pathology report. Accession #: s08-3830. Operative procedure: ventral hernia repair with mesh. Specimen received: chest wound. Final pathologic diagnosis: chest, wound, excision: dense fibrovascular adipose tissue. Foci of acute and chronic inflammation. Extensive ulceration. The examination of this case material and the preparation of this report were performed by the staff pathologist. Gross description: received in a single formalin filled container labeled with the patient¿s name, ¿lamphire, brian¿ and ¿chest wound¿ and consists of four irregular white-tan tissue fragments ranging from 1.1 x 0.8 x 0.7 cm to 3.2 x 2 x 1.7 cm. One of the fragments is partially surfaced by white-tan, wrinkled, unoriented skin. Sectioning reveals a white-tan, firm and fibrous cut surface with no hemorrhage or necrosis. No skin lesions are grossly identified. Representative sections of the largest fragment are submitted in cassette 1 with representative sections of the remaining smaller fragments in cassette 2. Microscopic description: the final diagnosis of each specimen incorporates the microscopic examination findings. (B)(6) 2008: iuh methodist hospital. Dennis j. Joseph, md. Progress note. Respiratory failure requiring continued mechanical ventilation due to hypoxia after surgery. Patient remains intubated. Will turn off propofol and attempt extubation today. Pulmonary: clear to auscultation, diffusely decreased breath sounds. (B)(6) 2008: iuh methodist hospital. Laura e. Norton, md/ frank lloyd jr., md. Discharge summary. Discharge diagnoses: status post giant ventral hernia repair with dualmesh. Pneumonia. White male. Did well throughout lengthy surgery. Was extubated postoperatively, but was reintubated in recovery room secondary to respiratory distress. This was felt to be secondary to airway obstruction and possible over-sedation, and not being awake yet enough from anesthetic. Extubated on postoperative day #1. Pain not well controlled with standard pca dosing, and he had very low lung volumes. Tried continuous infusion with patient controlled analgesia and this made him sleepier which only further decreased respiratory efforts. With respiratory therapy, ezpap and albuterol nebulizer treatments every 4 hours he was eventually able to be weaned to nasal cannula and went to the floor. He spent another week on regular floor recovering. Slowly made progress. Began to have productive sputum which grew out gram negative rods never officially identified on culture. Was started on antibiotics, white count normalized and he was able to be weaned to room air. Abdomen: had 4 jackson-pratt drains postoperatively with serosanguineous drainage. Skin flaps began to look erythematous with some purplish blistering along the incision. Was continued on linezolid given his history of vancomycin-resistant enterococcus. Erythema did decrease, but did not completely resolve by day of discharge. Staples left in place. Jackson-pratt drains discontinued day prior to discharge when output was low. It was felt this might also be contributing to skin erythema. Vac placed over chest wound which was pink and granulating with no exposed mesh throughout entire hospitalization. Day of discharge he was eating, more interactive and ambulating to bathroom on his own. Incision was intact with some erythema at inferior aspect and some purplish sloughing and blistering epidermis at the incision. Staples were in place. No pus from incision. Slight drainage from jackson-pratt drain sites. Was afebrile & oxygenating well on room air. Discharge instructions: may not lift anything greater than 10 lbs. X 6 weeks. Medications: linezolid, moxifloxacin, colace, prilosec. (B)(6) 2008: iuh methodist hospital. Andrew c. Eppstein, md/ james a. Crossin, md. History & physical. Anticipated admit: 03/24/08. Patient returned to clinic today complaining of increasing drainage out of his wound. Has had staples in since surgery and some improvement of drainage, but in past week has had increasing drainage-cloudy yellow fluid. Denies any drainage or succus, fevers, chills, nausea, vomiting, diarrhea, or constipation. Otherwise been doing well. Abdominal exam: obese. Small 1.5 cm open wound in subxiphoid area granulating well. Midline incision significant amount of necrotic tissue. This was debrided in the office which revealed purulent fluid as well as exposed mesh. All the tissue overlying the mesh was necrotic and had to be debrided revealing a defect in the midline wound. Remainder of staples were retained. Assessment: status post giant hernia repair with infected mesh. Plan: will plan on surgery 03/24/08 for debridement of abdominal wall and placement of vac if mesh appears to be intact without evidence of significant infection. However, if mesh appears to be compromised, will plan on replacing with either vicryl of biologic mesh such as alloderm or permacol. Until then continue wet-to-dry dressings to his wound. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)2008:(B)(6) hospital. (B)(6), md; (B)(6)., md. Operative record. Pre/postop diagnosis: giant incisional hernia of the abdominal wall. Procedure: repair of incisional hernia with dualmesh. Component separation procedure. (B)(6) 2008:(B)(6)hospital. (B)(6) md; (B)(6)., md. Operative note. Pre/postop diagnoses: status post large ventral hernia repair with duomesh [sic]. Infected and exposed abdominal wall mesh. Procedures performed: debridement of abdominal wall. Removal of duomesh. Ventral hernia repair with alloderm and vacuum-assisted closure wound placement. There were no leaks. This concluded our procedure. Our needle and sponge counts were correct. The wand was used to confirm that there were no sponges in the abdomen. The drapes were taken down. He was awakened from anesthesia and extubated without complication. He was transferred in stable condition to the recovery room. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008, whereby two gore® dualmesh® plus biomaterial devices were implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, exposed mesh, removal, debridement. Additional event specific information was not provided.